Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-10610. (B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that following a radial head elbow replacement, the radial head has loosened/disassociated from the radial stem, but remains in contact. No further information has been made available at this time.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.